Event description:
On (B)(6) 2022, an amazon customer commented that the product was false negative: the reporter had covid-19 symptoms and the test was negative. His/her daughter, who's a doctor, said go to the hospital, and the test result was positive for covid-19. Two times came out negative and I could have infected the world. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.).